Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the leadless implantable pulse generator (ipg) could not be placed due to the patient's anatomy.

Manufacturer narrative:
Product ID# mc1vr01-delsys. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the device cup of the delivery system was damaged. The delivery system outer shaft was kinked/buckled. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system stability member was kinked/buckled. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup and a flush line attached to the flush port valve of the delivery system. The outer shaft is kink/buckled at 5.5 cm from the distal end of the delivery system. The stability member is kink/buckled at the distal end of the delivery system handle. The distal edge of the device cup is damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-dec-2019 / serial#: (B)(4), UDI #: (B)(4), device available for eval: yes, return date: 04-mar-2019. Device evaluation anticipated, but not yet begun. Mfg date: 04-jul-2018; labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant of a leadless implantable pulse generator (ipg), several sites within the ventricle were attempted to implant the ipg but a suitable site was difficult to find. The ipg was deployed and positioned but dislodged following the release of the deflection button. It was attempted to be re-positioned but the tines could not engage and the device floated in the ventricle. The tether was pulled to recapture the device but one tine became engaged in the right ventricular (rv) chordae. An attempt to align the device into the recapture cup was unsuccessful due to the tine engagement. The device was retracted into the introducer and from there, the device could be aligned and recaptured into the cup. Upon removal of the device and delivery system, it was noted that the tip of the cup was distorted. It was decided to implant the patient with a transvenous system. No patient complications have been reported as a result of this event.